Event description:
The customer received a questionable alkaline phosphatase acc. To ifcc gen.2 (alp) result on their c501 analyzer. Repeat testing was performed on the same analyzer. The patient's initial alp result was 77 u/l and it was reported outside the laboratory. On (B)(6) 2011, the patient's repeat alp result was 230 u/l. There were no adverse events. The alp reagent lot number was 64322001 and the expiration date was 02/29/2012. The field service representative found a misaligned nozzle tip on the rinse mechanism that was flinging water on top of the cuvettes diluting the samples. He realigned the nozzle tip so it is no longer flinging water. The system was operating per manufacturer's specification. The customer performed quality control with passing results.

Manufacturer narrative:
The root cause of the event was the rinse unit overfilling the cells during common cell rinse process, diluting neighboring cells at random. The field service representative's actions solved the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.